Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer sister's reported via phone call that the customer was passed away at home. The customer was hospitalized on (B)(6) 2022 due to unknown reason. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. Insulin pump was worn at time of passing. The caller declined to return the insulin pump for analysis.